Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to place a right ventricular (rv) lead during a procedure. The physician felt the lead was damaged after the attempt due to the patient's tight and difficult anatomy. The lead was not used. No patient complications have been reported as a result of this event.